Event description:
(B)(4). I have experienced weight gain even though dieting and exercising, hired personal trainer, worked out 90 min 6 days a week, kept food journal, nothing worked. Have pcos, abnormal hair growth on face and chin, frequent heartburn. In (B)(6) 2015 I became sick, nausea, weakness, exhaustion, heartburn constantly, abdominal pain. Went to doctor, did blood test and said I had bacterial infection, h.pylori, was on double dose of antibiotics for 10 days but symptoms continued, doctor sent me to digestive center for a scope, was given anesthetic and the scope was performed, was told there were no issues but symptoms continued. I truly thought I was dying, my husband and children were afraid they were going to lose their wife and mother! My doctor had no answers for why I was still symptomatic and his only suggestion was to send me back to the digestive center. I scheduled an appointment with my gynecologist in (B)(6) 2015, I explained what had been going on and she said, I see here in your chart it says you are 100% blocked, but let's do a pregnancy test just to rule it out. That test came back positive and I was immediately sent to ultrasound where they determined my fetus to be (B)(6)!!! I will be (B)(6) when the baby is born in (B)(6) 2015, I thought I was permanently "fixed" so this was a total shock, I already have 4 children. Now I am facing having yet another ultrasound because they think there is a problem with the baby's heart. The cost of having another child is not something we are prepared for, especially if the child has special needs. My procedure was done in (B)(6) in (B)(6) 2010 by dr (B)(6) and was covered by insurance.